Event description:
It was reported that the user experienced elevated blood glucose while using the ilet and inquired whether the pump¿s correction algorithm was functioning. Agent's review of device reports confirmed insulin delivery, and glucose subsequently trended downward. Agent provided assistance that included technical support review of pump delivery data including a possible factory reset and reconfiguration. Investigation of this case revealed that the user had been consistently selecting smaller-than-usual meal announcements, which can mis-train the adaptive algorithm and contribute to hyperglycemia. No symptoms associated with hyperglycemia reported. Outcomes included blood glucose subsequently dropping into range. It was concluded that device function was normal and that user meal announcement behavior contributed to the event, with resolution following education without further assistance.